Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no a4 sensing amplitude measurements could be obtained post operatively. The leadless implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.